Manufacturer narrative:
Evaluation of returned device could not confirm the complaint. Dimensional analysis of the device found features were conforming except thru holes. Failure of the device was likely from use of the part during the surgical procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 13 states, ¿the patient is to be made aware and warned of general surgical risks, possible adverse effects, and to follow the instructions of the treating physician in advance of surgery.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that during an anterior cruciate ligament repair on (B)(6) 2015, a screw was attempted to be screwed into the femoral canal and could not be screwed into the canal. The procedure was completed with another of the same screws.